Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the issue of a loose connection between extension and pulse generator was confirmed.

Event description:
It was reported on the day of the procedure high impedances were detected. The patient was asymptomatic. A new surgical procedure had taken place to improve the connection. The even resolved without sequelae. The event was considered related to the stimulator, both extensions and to the procedure.

Event description:
Additional information received reported the event occurred and resolved on (B)(6) 2013. The event was a result of the implant or system modification procedure. There was prolongation of existing hospitalization. The extension repositioned on (B)(6) 2013 and new surgical procedure to improve the loose connection between the extension and neurostimulator. It was noted one extension remained in the patient, capped with another extension implanted. The patient was alive with no injury. Medical history included obsessive compulsive disorder and syndrome v gilles de la tourette.

Event description:
Additional information received reported etiology was reported as not related to the device or therapy and due to surgery/anesthesia. Diagnostic methods that identified the high impedance (that was previously reported) was device interrogation performed on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue was related to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.